Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees2371 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation

Event description:
It was reported: contact dermatitis under griplock. Start date: 17-dec-2020; end date: 28-dec-2020 mild severity and related to accessories (guidewire, stylet). Action taken: place for griplock securement changed. Recovered no sequalae.